Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 9/29/2015, electrode belt: sn (B)(4): 1/6/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to treatment. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was auto-termination of a treatable arrhythmia 22 seconds prior to the delivery of the treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient reportedly lost consciousness prior to the treatment. The patient's wife witnessed the event. At 10:58:21 pm on (B)(6), the patient's rhythm was ventricular tachycardia (vt) at 200 bpm. At 10:59:46, a treatment was delivered while the patient's rhythm was sinus at 95 bpm. The patient regained consciousness after the treatment. Auto-termination of a treatable arrhythmia 22 seconds prior to the treatment contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. There was no death or device malfunction associated with the inappropriate defibrillation event.